Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and there were episodes of ventricular fibrillation (vf) noted. Upon review of the egm, it was noted that the episodes were not real vf, but episodes of noise on the right ventricular (rv) lead. Lead provocative testing was performed, however the noise was not reproducible. The patient was then hospitalized until a resolution could be obtained. Further information has been requested but is not yet available.

Event description:
Additional information received indicated that the lead was capped and replaced. The patient was stable following the procedure.